Manufacturer narrative:
The s/s koh cup 3.5cm involved in this event was not returned to coopersurgical for eval. A review of coopersurgical's receiving inspection records for the s/s koh cup for approx the past 2 years show no abnormalities. A review of coopersurgical's receiving inspection records for the disposable tips used with the rumi system for approx the past 2 years show no abnormalities. A review of the DHR for the occluder balloons for approx the past 2 years showed no abnormalities. A sampling of the stock product was done and all parts were found to meet specifications. Please note, coopersurgical's dfu for the koh colpotomizer system states "the koh colpotomizer sys will be removed along with the uterus and the uterine manipulator during this process. Check carefully to be sure the sys is intact and no parts remain in the pt." (B)(4).

Event description:
Pt was scheduled for laparoscopic assisted vaginal hysterectomy. The physician is experienced in using the rumi system. When it was determined the vaginal procedure needed to be converted to an open procedure, the physician removed the rumi sys and put the apparatus into a pocketed towel. During the process the rumi cup must have become separated from the system and was left in the vaginal cuff area. Pt experienced a fall down stairs at her home after discharge. She was having pain from the fall and the physician asked her to return to the office earlier than his typical 6 week f/u. During this office visit, a vaginal exam revealed the rumi cup was in the vaginal vault. The physician returned the rumi cup to the hospital.